Event description:
The ipp was implanted in 94. Info rec'd 3-15-2000, pt indicated "his device no longer inflates properly." Additional info rec'd on 5-18-2000, indicates in 2000 the entire device was removed from the pt and replaced.